Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00105: rod. This MDR was missed filing within the 30 days. The initial reporter provided conflicting information and the complaint was initially described in the complaint handling system inaccurately. Once all the correct information was provided, the file was inadvertently missed for MDR creation until (B)(4) 2014. This error is a rare occurence in our MDR reporting system. We are reviewing our review and MDR process to ensure that we do not have another error like this again. We sincerely apologize for this late submission.

Event description:
A patient was implanted with a humeral rod. At some point post operatively, one of the screws broke. The screw was explanted on (B)(6) 2014.